Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Reportedly, customer lost consciousness and had assistance from spouse who administered glucose injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.